Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed sterilization for both the generator and lead prior to distribution.

Event description:
It was reported that the patient developed an infection and underwent generator and lead explant. It was reported that the patient will not undergo reimplant as the patient does not want vns reimplanted. Attempts to obtain additional relevant information have been unsuccessful to date.